Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(4) of peritonitis in a patient, coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with reflin and fortum. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. After hospitalization, the patient was treated with meropenem and amikacin. At the time of this report, the peritonitis was resolving, but the patient remained hospitalized. Dianeal and extraneal therapies were ongoing. The nurse stated that the peritonitis was not related to the dianeal and extraneal solutions.